Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead and right atrial (ra) lead dislodged several times. The rv and ra leads were re-positioned and remain in use. No patient complications have been reported as a result of this event.